Event description:
On (B)(6) 2009, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported the physician suspects an endoleak of indeterminate cause. It is reportedly unknown if there has been aneurismal growth greater than 5mm. The physician reportedly has not done a re-intervention, and will continue to follow-up with the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.